Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for maintenance inspection. There was no allegations reported by the customer. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained after reprocessing due to a leakage from the biopsy channel. However, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: - gif-ez1500 operation manual chapter 3 preparation and inspection. - gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to olympus for maintenance inspection. Upon inspection and testing of the returned device, white foreign material in the air/water supply tube and cylinder was found. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.